Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose. The customer's blood glucose reading was unknown at the time of incident. The call was lost and troubleshooting indicated that they called customer back and left a voice mail message. No further details given.